Event description:
Three pedicle screws implanted in lower spine were broken when pt came back to surgeon 14 months after surgery. The above info was provided to ldr spine USA by ldr medical in order to create this report. The event occurred outside the USA and was reported to ldr medical in (B) (4). This report is following an internal review of complaints at ldr medical for MDR reporting status. After review, it was determined that this event meets the criteria for a reportable event in the USA. The info has been transmitted to ldr spine for reporting by the qa mgr. Ldr spine was notified of this event on 06/23/2009.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device implanted on (B) (6) 2009; (B) (6). Two requests were made to the health care provider (via fax), for the device, operative report, and additional information; however, no response was received from the health-care provider. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: on 03/26/2010 (through follow-up with the health-care provider), a response was received. Unfortunately, the cause of death was not provided; however, it was learned that the event was not device related. The device has been disassociated from the event by the surgeon. It has been determined that this event is no longer reportable to the FDA.